Event description:
In 2008, the patient reported the piston rod on his insulin infusion device stopped working 2 days ago. He stated he changed the device battery but it did not resolve the issue. He said the piston rod was retracting but was not moving and his infusion device operates more loudly than usual when the retraction process begins. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.